Event description:
Authors: morales davila j., domingo trepat a., rios martin m., carreno delgado a., ballesteros betancourt j., garcia elvira r., garcia tarrino r., camacho p., zumbado a., prat fabregat s. Source: minerva ortopedica e traumatologica. 2013; 64(3):333-340. Distal clavicle fractures account for 15% of all clavicle fractures. Neer type ii lateral end fractures are associated with non-union rates of 30%. Further, fixations by way of hook plates seem to have proved successful. We report our experience using the hook plate in the treatment of distal clavicle fractures. Methods: twenty four patients with distal clavicle fractures were operated on and had an ao hook plate (synthes) implanted. 20 men and 4 women were retrospectively reviewed. The average age at time of surgery was 35 (range 18-74). All the patients presented with a neer type ii distal fracture. The average follow-up was 20 months (range 10-26), and the patients were radiologically and clinically evaluated during this period of time. The constant-murley score was used to measure shoulder movement, strength and pain. The patient's ability to carry out his or her daily-life activities was measured with both the constant-murley score and the oxford test. Results: twenty four patients achieved clinical and radiologic union and one patient suffered from failure of fixation. All the plates were removed. (B)(4). Part 1 of 1.

Manufacturer narrative:
This device was used for treatment and not diagnosis. Authors: morales davila j., domingo trepat a., rios martin m., carreno delgado a., ballesteros betancourt j., garcia elvira r., garcia tarrino r., camacho p., zumbado a., prat fabregat s. Source: minerva ortopedica e traumatologica. 2013; 64(3):333-340. This report is for an unknown synthes plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.